Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited loss of capture at high output. Fluoroscopy revealed that the lead was looped in the heart. The lead was capped and replaced successfully. The patient was fine post procedure.